Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker system was explanted due to vegetation on leads. Further information was requested and not available yet. Related manufacturer reference number: 2938836-2019-04834.

Manufacturer narrative:
Analysis was normal. No anomalies were found.